Event description:
It was reported by service report that the sheathing was damaged on the power cord. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Damaged sheathing on power cord.